Event description:
It was reported to boston scientific corporation that an ultraflex esophageal covered stent was implanted in the esophagus on (B)(6), 2012. According to the complainant, the stent was opened 80% when the wire became stuck. The stent was unable to be deployed any further; so it was removed with some difficulty by the green lathio of the stent. The procedure was completed with another ultraflex stent. There were no patient complications reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal covered stent was implanted in the esophagus on (B)(6), 2012. According to the complainant, the stent was opened 80% when the wire became stuck. The stent was unable to be deployed any further; so it was removed with some difficulty by the green lathio of the stent. The procedure was completed with another ultraflex stent. There were no patient complications reported as a result of the event. The patient¿s condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information received since (B)(6), 2012. According to the complainant, the patient was being treated for a 6cm malignant stricture in the lower third of the esophagus. The patient's anatomy was dilated up to 12mm prior to the stent placement. No visible damage was noted to the device. During the procedure, the stent was opened 80% when the deployment suture became stuck. The physician was unable to retract the suture; therefore, the stent was unable to be deployed any further. Subsequently, with some difficulty, the partially deployed stent was removed from the patient using rat tooth biopsy forceps to grasp the green lathio suture of the stent. There were no patient complications as a result of this event.

Manufacturer narrative:
A visual examination of the returned device revealed that the proximal end of the stent was partially deployed by 135mm. The deployment suture thread had broken at approximately 2345mm from its point of release. A microscopic examination of the thread noted that it appeared frayed at the point of break. During a functional analysis, it was possible to retract the remainder of the deployment suture thread and deploy the stent without any issue. No issues were noted with the deployed stent or the shaft of the device. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database revealed that no similar complaints exist for the specified batch number. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The investigation concluded that the performance of the device was likely limited due to anatomical/procedural factors encountered during the procedure. Therefore, the most probable root cause classification is operational context.

Manufacturer narrative:
(B)(4):although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.